Event description:
It was reported that this intended left bundle branch (lbb) lead was located in the right ventricular (rv) septum which was causing ventricle dyssynchrony. Subsequently, this lead was explanted, and the left ventricular (lv) port was plugged. Other than the intervention adverse patient effects were reported. This lbb lead has not been returned for analysis.